Event description:
A report was received that a pt was experiencing pain and swelling at the ipg site. The physician prescribed a steroid pack and believes the symptoms are not device related. The pt is reportedly doing well following the treatment.